Event description:
A us distributor reported a download showed what appears to be a false asystole and inappropriate treatment. The patient¿s spouse and patient called and reported that the patient took the lifevest off to change their garment. The patient left the battery in the monitor and the lifevest shot blue gel everywhere. Patient was not wearing the lifevest. Oversensing of cardiac activity contributed to the false detections. The response buttons were not pressed during the event. The impedance was 0 during the pulse deliveries as the electrodes were not properly on the patient's skin. Therefore, the device only delivered 5-joule shocks. No injury was reported from the shocks. The patient continues to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.